Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿the customer took the test and got positive result, took the test again an hour later and got negative result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results occurred. Confirmatory testing was performed using another test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: problem description:customer took the test and got positive result. Took the test again an hour later and got negative result. Date of event or issue:(B)(6) 2021

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results occurred. Confirmatory testing was performed using another test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: problem description:customer took the test and got positive result. Took the test again an hour later and got negative result. Date of event or issue:(B)(6) 2021.

Manufacturer narrative:
There is no 510(k) for this device as it is eua. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.